Manufacturer narrative:
(B) (4). All performance levels could be set with a single attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Medtronic neurosurgery has received no other complaints for this lot number. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device warn that there should be a maximum of 1 cm of tissue thickness over the valve mechanism to facilitate reading and setting the valve. Also, to reduce the possibility of post-operative valve flipping and movement (e.g., as the result of magnetic influence due to MRI), the valve should be adequately secured to adjacent tissue by passing a suture through the polyester-fabric-reinforced flanges. As desired, the valve can be sutured up to the dermal layer. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the pt was having headaches, so the doctor tried to adjust the valve setting. It appeared that the setting was stuck. During revision surgery it was noticed that the valve had slipped to the side. This may have been caused by difficulties suturing the valve in place during implantation due to a large amount of tissue for the lp configuration.